Event description:
It was reported that there was a seal integrity issue with a syringe plastipak 20ml s/su. The following information was provided by the initial reporter, "during the storage of the 20 ml syringes, it was seen that 01 unit had its packaging damaged (opened) thus contaminating the syringe."

Manufacturer narrative:
H.6. Investigation: batch history analysis (DHR), maintenance records and quality notifications were verified, and no deviation was found for this batch. No photos/samples were made available by the client for evaluation and it is not possible to carry out an investigation and determine the root cause for the incident. The production processes are validated according to the defined acceptance criteria. Thus, it is not possible to confirm the complaint.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a seal integrity issue with a syringe plastipak 20ml s/su. The following information was provided by the initial reporter, "during the storage of the 20 ml syringes, it was seen that 01 unit had its packaging damaged (opened) thus contaminating the syringe."